Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2004 and (B)(6) 2009 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07737. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2009, the patient underwent a gynecological procedure in order to treat rectocele and mesh was implanted along with the concurrent procedures of posterior repair. It was reported that following insertion of the mesh the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was further reported that the patient underwent surgery on (B)(6) 2010 for vaginal scar revision with multilayered closure, and trigger point injections on (B)(6) 2011 for dyspareunia and vaginal scar pain. It was reported that the patient underwent mesh revision/removal and excision of vaginal scars (3cm, 3cm and 4cm) on (B)(6) 2011 for vaginal cyst with dyspareunia and adherent scar, and surgery on (B)(6) 2011 for excision of vaginal scar. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion, the patient experienced adhesions. It was reported that patient underwent mesh revision on (B)(6) 2015 by dr (B)(6).